Event description:
Later another response was received from the managing physician. It was confirmed that the cause of the migration was due to thin skin. The protrusion and pain were both related to the migration report and therefore related to this thin skin (patient physiology). No corrective action is needed as there is no new harm or risk established for the patient or user.

Manufacturer narrative:
H6. Health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.) H6. Health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. Proposed second level coding - protrusion to capture incidents of a device being visible under the skin. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.

Event description:
Later, a response was received from the office of physician. It was reported that the first revision surgeon with the lead occurred on (B)(6) 2022. It was reported that the vns anchor has become displaced resulting in thinning of skin over the anchor with concern for impending erosion (no erosion had actually occurred). The anchor was visibly prominent underneath the neck incision. The revision surgery was indicated to preclude a serious injury due to the risk of the skin erosion. It was also reported that this migration resulted in associated pain at the neck at certain head positions. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patient that the patient lead had come lose, and this required intervention to correct. The patient reported that this occurred <1 year after initial implant surgery. It is unknown what the precise event at hand is based on the patient's report. No other relevant information has been received to date.